Event description:
It was reported that the patent was experiencing increased in seizure. It was noted that the patient has not been seen by their provider in over two years. The patient has been referred for potential revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.